Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's daughter was hospitalized due to heatstroke, vomitting, flu and high blood glucose. Blood glucose reading at the time was 504 mg/dl. Customer refused troubleshooting. Customer stated that she is a long time user of the insulin pump and knows that it isn't functioning properly. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. The insulin pump passed the functional test including the prime, displacement, basic occlusion, occlusion, and excessive no delivery alarm tests. No excessive no delivery alarms were noted.